Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently experiencing high blood glucose of 585 mg/dl. The customer treated. During troubleshoot; it was stated, the drive support cap is recessed, the tubing had no air bubbles, no insulin leak was found and cannula as not bent. Insulin did exit the tubing with manual prime. Customer declined to check the settings and to perform the high pressure test. Last blood glucose value was 555 mg/dl.